Manufacturer narrative:
The following fields have been updated due to additional information: d9: device available for eval?: yes. D9: returned to manufacturer on: 26-sep-2023. H6: investigation summary: our quality engineer inspected the 1 used contaminated sample submitted for evaluation. The reported issue of catheter broke/separated after placement was confirmed upon inspection of the sample. Analysis of the sample showed that a clean cut was observed on the broken edge of the catheter. From the broken edge, no stretch phenomenon or elongation of the catheter tubing can be observed to indicate any issue with the tubing material which could have caused the breakage. A review of our manufacturing process showed that there are no sharp edges during production that could have cause the damages observed on the catheter. There are also systems in place to catch and remove products with cut catheters during manufacturing. No manufacturing related root cause could be identified. There is a possibility the defect could have occurred during the handling of the device, but this root cause cannot be confirmed since we do not know how the product was exactly used. It is recommended that prior to the use of bd products to review the instructions for use documentation supplied to ensure the greatest chances of there being no failures during use. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd venflon¿ pro safety shielded IV catheter needle broke off in the patient's arm when removing it. As a result, the patient required surgical intervention to remove the broken cannula piece. The following information was provided by the initial reporter, translated from italian: "when removing the cannula needle from the patient's arm, the cannula is remained inserted in the arm... Consequence: surgical intervention. Actions taken patient was taken to the operating room for cannula removal from the arm".

Event description:
It was reported that the bd venflon¿ pro safety shielded IV catheter needle broke off in the patient's arm when removing it. As a result, the patient required surgical intervention to remove the broken cannula piece. The following information was provided by the initial reporter, translated from italian: "when removing the cannula needle from the patient's arm, the cannula is remained inserted in the arm. Consequence: surgical intervention actions taken patient was taken to the operating room for cannula removal from the arm".

Manufacturer narrative:
A(B)(6) 1933 was used based on age of patient. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.